Event description:
Patient presented in 2002 (two weeks post surgery) with cranial bleeding of the aneurysm clipped with a ft720t mini clip. The CT showed the clip had moved off the aneurysm and the aneurysm had refilled. Doctors operated from 11 am to 6 pm. There was extensive dissection to detach the aneurysm from the artery. An angled standard clip was successfully applied.